Event description:
The customer reported receiving an error message on their freestyle flash meter and was not able to test their blood glucose level. As a result, the customer experienced symptoms of hyperglycemia such as frequent urination, thirstiness and dry mouth. The customer took metformin their prescribed medication. However, the customer went to their doctor where they were diagnosed with hyperglycemia and was treated with injections to lower her blood sugar. It is unknown what medication was given. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.